Manufacturer narrative:
Section b3-date of event is estimated.

Event description:
It was reported the lead exhibiting high impedance on one of the leads and patient was having pain at the ipg pocket site as well. Surgical intervention is planned to address the issue at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.